Event description:
It was reported that during a procedure to place a low bend medial distal tibia plate, the surgeon made a box with the 1.6mm drill tip guide wire, placed the plate then attempted to remove the wire, and while he was removing the wire, the wire broke inside the patient. The surgeon was able to retrieve the broken wire, nothing was left in the patient, and the procedure was completed with no reported adverse effect.

Event description:
This is report 1 of 1 for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The manufacturing evaluation showed that the part was received as two broken pieces, with the break point located approximately 28.00mm from the beginning of the flute end. The break did not appear to be a smooth break due the visual inspection of the deformation noticed on both pieces. There were no additional cracks or deformation located on any other location of the guide wire. The raw material was verified to be (B)(4) as per the top-level drawing and the diameter was verified on both pieces and both measurements were within the specification called out on the top-level drawing. Based on the correct raw material and the diameter being within the specification, this complaint is deemed indeterminate. As the lot number was not provided, the device history record and raw material DHR reviews could not be performed. As no lot number was provided was provided a manufacturing date will not be provided.